Event description:
It was reported that this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted delivered an inappropriate electric shock due to possible air impact. It was noted that the smart pass feature was found disabled. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted delivered an inappropriate electric shock due to possible air impact. It was noted that the smart pass feature was found disabled. Additional information received indicates that there was noise, oversensing, undersensing and decreased in the shock measurements. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.